Manufacturer narrative:
Product event summary: analysis confirmed the customer comments of a water stain on the main printed circuit board (pcb) and the device not powering up, the main pcb was noted to be contaminated with capacitor c277 damaged and the battery wires were pulled from the battery connector. It was also noted that the display wires were pinched but the wire insulation was not compromised, the keypad, encoder switch assembly and two knobs were contaminated and the tube was missing. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned to ensure that it had received the new shorting bar design and because the biomedical engineer had observed a water stain on the main printed circuit board. It was further reported via follow-up that after changing out the battery the biomedical engineer was unable to get the device to power up. There was no patient involvement.